Event description:
It was reported that (1) device was used during a hernia procedure. It was reported by the affiliate that the ems instrument jammed. Another instrument was used to the complete the case. There was no consequence to the pt.